Event description:
A malfunction was reported on a customer's pump. Due to insufficient information, there was no reported impact on the customer's blood glucose level. Technical support provided guidance and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any issues reappeared, and they acknowledged this advice.